Event description:
Boston scientific crm received information that this left ventricular (lv) lead had dislodged. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.